Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and they were unable to switch it to paddles lead. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed. The customer advised physio-control that the patient involved in the reported event is deceased and the customer stated that the device use may have contributed to the outcome of the patient.

Manufacturer narrative:
Outcomes attributed to the ae of the initial medwatch report was blank. Outcomes attributed to the ae of the initial medwatch report should be "death". Death date of the initial medwatch report was blank. Death date of the initial medwatch report should be "(B)(6) 2019".

Event description:
The customer contacted physio-control to report that they were using this device on a patient and they were unable to switch it to paddles lead. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed. The customer advised physio-control that the patient involved in the reported event is deceased and the customer stated that the device use may have contributed to the outcome of the patient.